Event description:
It was reported that the survey respondent mentioned bacteriuria, pain, urethral or bladder trauma when asked of complications while using the 2-way prostatic catheter. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿materials of construction are not biocompatible". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the survey respondent mentioned bacteriuria, pain, urethral or bladder trauma when asked of complications while using the 2-way prostatic catheter. It was unknown what medical intervention was provided. Per additional information received on 18apr2022, it was stated that the survey respondent mentioned about accidental removal when asked of complications while using the 2-way prostatic catheter.